Event description:
It was reported that during a gastrectomy, it had a difficulty in returning the firing knob to the home position after the 1st firing when the device cut the gastric body. When the firing knob was being returned forcibly, the firing knob was broken. The staple height was gold. Reinforcement material was not used. The firing was completed properly and the operation was finished without any problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results: firing knob dislodged, damaged slip block assembly. The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.